Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 14feb2018, which appeared visually negative. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project 13-005. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 16feb2018, and found the instrument to be operating as expected. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On 14feb2018, an immucor employee visiting a customer site, reported on behalf of the customer site, an unexpectedly negative antibody screen, when tested on a galileo echo instrument, tested on (B)(6) 2018.